Manufacturer narrative:
Device evaluation: lens was returned dry in a micro centrifuge vial. Visual inspection found the haptic deformed. Claim# (B)(4).

Manufacturer narrative:
Date of report: "(B)(6) 2019" should be corrected to "(B)(6) 2019" in the initial MDR. Date received by manufacturer: "(B)(6) 2019" should be corrected to "(B)(6) 2019" in the initial MDR. Claim# (B)(4).

Manufacturer narrative:
This product is not marketed in the us. (B)(4). No similar complaint type events were reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that a 12.6mm, vticmo12.6, -6.5/1.0/030 (sphere/cylinder/axis), implantable collamer lens was implanted into the patients left eye (os) on (B)(6) 2019. On (B)(6) 2019 the lens was explanted. It was reported that the patient requested removal. In the reporter opinion the cause of this event was patient related factor. Additional information has been requested but none has been forthcoming. If additional information is received a supplemental medwatch report will be submitted.